Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 4 months (calculated from the date when the device was issued to the patient.). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient¿s system controller received no external power alarms due to the ac power cable on the mobile power unit (mpu) disconnecting. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and reported that the log contained no external power events on (B)(6) 2017 16:15, (B)(6) 2017 6:33 and (B)(6) 2017 16:15. The events appear to be caused by a double power cable disconnect. The patient has had sub therapeutic inrs; but also continues to unplug mobile power unit (mpu) while connected to it (both accidental and intentional) the patient has had 3 no external power alarms in (B)(6) ((B)(6) 2017) due to the tether coming unplugged. No additional information was provided.